Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a left ventricular tachycardia ablation procedure, a pericardial effusion was discovered using transthoracic echography at the end of the procedure. The patient was noted to be hypotensive and a percutaneous drain was placed. After thirty minutes, the patient was still hypotensive and no improvement was noted, so the patient was taken into surgery with extra corporal circulation and a sponge patch was placed. No perforation was noted, but patchy bleeding was noted on the left ventricular lateral wall at the ablation site, which was noted to be very thin and ischemic. The patient was noted to eventually stabilize. There were no performance issues with any abbott devices.